Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: regarding the start up issue, v board failure, e116 error code, motherboard failure and power switch failure were traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited v board failure, e116 error code, motherboard failure, power switch failure and was unable to start up. There was no patient involvement.